Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor: 5/7/2014; electrode belt: 2/17/2014.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of three shocks prior to passing away on the evening of (B)(6) 2019. It was reported that the patient was conscious and with his wife at the time of the treatment event. It was reported that the patient heard the alarms but was tired and unable to press the response buttons in time. Per review of the download data, the lifevest delivered an inappropriate treatment shock while the patient was in a sinus rhythm at 85 bpm at 00:50:45. The post shock rhythm was a sinus rhythm at 90 bpm. At 08:10:18, the lifevest delivered a treatment shock while the patient was in a sinus rhythm at 90 bpm. The post shock rhythm was a sinus rhythm at 90 bpm. At 10:01:36, the lifevest delivered a third treatment shock while the patient was in a sinus rhythm at 90 bpm. The post shock rhythm was a sinus rhythm at 90 bpm. Multiple counting contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed after the delivery of each treatment shock. The response buttons functioned appropriately. It was reported that the patient later passed away at approximately 7 pm. The device was last shutdown at 16:55:14 (4:55 pm). It was reported by the patient's wife that the patient was wearing the lifevest but the battery had been taken out of the monitor for "patient comfort". The device was not active at the time of the patient's passing. There is no device malfunction associated with the inappropriate treatment event or the death.